Event description:
It was reported via a trail that on (B)(6) 2008, the pt underwent stenting in the predilated right posterior descending artery with one xience v stent. On (B)(6) 2010, the pt reported having chest pain at a medical office visit. On (B)(6) 2010, the cardiac catheterization showed severe instent restenosis in the index target lesion that was treated with a non-abbott drug eluting stent and a lesion in the first diagonal vessel that was treated with a non-abbott drug eluting stent. On (B)(6) 2010, and (B)(6) 2010, the pt was found to have elevated cardiac enzymes and troponin, but was only diagnosed as coronary artery disease with post procedure mild elevation in troponin. The patient's condition resolved and the pt was discharged on (B)(6) 2010. There was no adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.